Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil was replaced to resolve the odor/smells issues. Unit meets specifications and was returned to service.

Event description:
A customer reported an event of a "thick oil flavor" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil was not returned for functional evaluation. The assignable cause of the odor/smell issue is the vacuum pump oil. The field service engineer replaced the oil and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.